Manufacturer narrative:
Initial testing of the device was conducted at the user facility on 09/23/2010 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the ground prong on the ac power cord plug was broken off and the other 2 blades were bent. The pump was returned to the biomedical engineering department with an unsigned note that stated "needs new cord". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong ac power cord was broken off and the other 2 blades were bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.